Event description:
Patient called vad office with regards to driveline communication fault alarms. Patient family member changed the controller for back-up without cessation of alarms. Patient instructed to come into the hospital. Patient admitted (B)(6) 2023 and history was downloaded and sent to abbott engineers. Kub performed and positive for multiple areas of possible damage to multiple wires. Vad coordinator exchanged modular cable and controller with cessation of alarms.